Event description:
The hospital reported that half way through an endoscopic vein harvesting procedure, the vh-3000 tissue welder would not turn off. The surgeon unplugged it. A replacement device was used to complete the procedure. The hospital did not report any pt complications. Product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).